Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the promus premier ous mr 3.5 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the strut on the 7th row from the proximal end of stent; the strut is raised in a distal on one side. Rows 14&15 also were damaged with struts raised on one side in a distal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 166mm from end of hub. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issue with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19apr2016. It was reported that crossing difficulties were encountered. After performing coronary angioplasty, lesions were found on the ostia of the right coronary artery (rca), distal and mid left anterior descending artery (lad). The 86% stenosed target lesion was located in the severely tortuous and severely calcified ostia of the rca. After inserting a guidewire and performing predilation with a non-bsc balloon catheter, a 32 x 3.50 promus premier drug-eluting stent was advanced to the rca for a multiple times but failed to cross the lesion. The device was removed and another 32 x 3.50 promus premier stent was successfully deployed. A plain old balloon angioplasty (poba) was then performed on the distal rca with the same non-bsc balloon catheter. A 3.0x38mm promus premier stent was then deployed to the mid lad and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.